Manufacturer narrative:
The above combination of parts constitute an off label application in the USA.

Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, fluid accumulations around the hip, tissue damage, necrosis and exposure to metal debris reported.